Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact. No additional information was provided.